Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet and expressed concern that the device was continuing to lower glucose; the user treated with fast-acting carbohydrates twice and observed a slow upward trend, verified by a meter reading in the mid-60s mg/dl, and planned to contact a trainer for possible adjustments. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and recovery in the home setting with self-treatment and spouse support. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was user-reported hypoglycemia with undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.